Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 3708140, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 39286-30, serial (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot (B)(4), ubd: 20-dec-2015, (B)(4); product ID: 3708140, serial/lot (B)(4), ubd: 16-feb-2016, (B)(4); product ID: 39286-30, serial/lot (B)(4), ubd: 15-jul-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the physician said the patient did not use the system because it does not help. The system was explanted and discarded. The issue was reported to be resolved. No further complications were reported.